Event description:
Anesthetic gases escaped into operating room while using vaporizer and, as a result, pt experienced some degree of awareness during the operative procedure. No physical injury identified.